Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen timed out while the customer was attempting to save a blood glucose (bg) level into the pump. Customer reported bg level was 293 (mg/dl) with small ketones. A manual injection was delivered to address bg level. At the time of troubleshooting with tandem's customer technical support (cts), the pump touchscreen was operating as expected and the customer was able to save bg value into the pump.